Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and was unable to confirm the "no image" issue. The technical service representative reported that the video image was normal when the smart cable was connected to test equipment. The camera image quality test was performed and passed. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image went out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.